Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is to follow up medwatch report (B)(4).

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. This report is to follow up medwatch report (B)(4).

Event description:
Da vinci - assisted total laparoscopic hysterectomy and bilateral salpingectomy: "a 3 cm incision was made above the umbilicus to the right. The abdomen was insufflated with carbon dioxide gas to create a pneumoperitoneum. The 12 mm flos da vinci trocar with z-thread sleeve was introduced with out difficulty. The obturator was removed and the camera was introduced. The camera was removed to be cleansed and the port slipped out. The outer cannula of the port was noted to be fractured and the bottom portion was retained within the patient's skin. The bottom portion was quickly and easily removed. The port was replaced with a new trocar. Upon inspection of the fractured port, the cannula was noted to be 3 1/4 inches from the tip of the obturator and was a complete circumference fracture. No pieces were missing and there was no harm to the patient." What was the original intended procedure? Da vinci- assisted total laparoscopic hysterectomy and bilateral salpingectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)" type of intervention: "the bottom portion was quickly and easily removed. The port was replaced with a new trocar." Patient status: "no pieces were missing and there was no harm to the patient."